Event description:
The patient tested blood glucose on suspect device and was 189 mg/dl before going to work. Later in the day, he tested blood glucose on suspect device and was very low; he ate a candy bar and checked blood glucose on suspect device an hour later and was normal. When he returned home from work, he tested blood glucose on suspect device and was 500 mg/dl. He was having symptoms of dehydration and bad stomach cramps. His wife took him to emergency room where his blood glucose was tested and was 32-42 mg/dl. He was given 2 intravenous fluid and other medications.